Manufacturer narrative:
Integra has completed their internal investigation on 01/10/2017. The product was not returned for evaluation. However photographs were provided. The helicoil inadvertently backed out of the unit, resulting in a non-functional condition. Engineering was able to confirm the failure based on customer photos and information. Device history record reviewed for this product ID work order / lot/ serial # (B)(4)/161 a total of (B)(4) were manufactured on 02/28/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Conclusion: root cause is undetermined at this time however CAPA is investigating this failure.

Event description:
The a1059 mayfield modified skull clamp was reported to have the screw coming out after period of usage. The incident took place on (B)(6) 2016. The patient, a (B)(6) male, was already anesthetized for a tumor surgery. The problem was discovered during the operation. There was no patient injury. A replacement product was available and there was a 5 minute delay in the surgery due to the incident. The screw had been in use 3-4 months before this incident.